Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 4/5/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, it was reported by the patient's child that the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. The patient had loss of consciousness during physical therapy. The cgm alarmed low at 77 mg/dl. There was no glucometer available at that time to check fingerstick bg. The patient was provided juice by a family member. Emergency medical service was called, and the patient was transported to the emergency department (ed) where she was undergoing evaluation at the time of the report. It is also noted that she was bradycardic. While in the ed, the cgm was reading 108 mg/dl while the bg was 186 mg/dl. There was no documentation of further intervention for hypoglycemia. At the time of the report, the patient was being observed by ER medical staff and feeling stable. Per follow up on 04/05/2023, of note, the patient was admitted for 1 week and her medications were adjusted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the patient's child that the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. The patient had loss of consciousness during physical therapy. The cgm alarmed low at 77 mg/dl. There was no glucometer available at that time to check fingerstick bg. The patient was provided juice by a family member. Emergency medical service was called, and the patient was transported to the emergency department (ed) where she was undergoing evaluation at the time of the report. It is also noted that she was bradycardic. While in the ed, the cgm was reading 108 mg/dl while the bg was 186 mg/dl. There was no documentation of further intervention for hypoglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.